Event description:
Customer called stating that her insulin pump alarmed while she was filling the tubing. She stated that insulin is squirting out during the manual prime process, but insulin continues to drip after the motor stops. Customer is unable to exit the "preparing to prime" loop. The rewind message occurred after the alarm. During trouble shooting, customer stated the device was not dropped or bumped. When checking the drive support cap, she found that the drive support cap was sticking out. Customer also stated she was experiencing high blood glucose levels for the last few days. Customer's blood glucose level was currently 237 mg/dl. Customer was advised to discontinue use of the device and to revert to her back up plan.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with broken reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time